Event description:
It was reported that a (B)(6)-year old asian female patient, underwent primary breast augmentation with two 500cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered spontaneous left breast implant deflation and bilateral breast ptosis and breast asymmetry. The deflation was diagnosed via an in-office examination. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2021. The replacement devices were: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9661509 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9661509 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast have been reported under mrn: 1645337-2021-14336.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast ptosis. Manufacturer¿s reference number: (B)(4).